Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices after a left heart catheter interventional procedure with a 6f sheath. Reportedly, during the procedure, a perforation was noted at the access site. A covered stent was placed to treat it, but the patient felt that her belly was tight [swelling] due to a retroperitoneal bleed and the blood pressure decreased. The patient ended up in a full code [cardiac arrest treated via CPR]. While this was occurring, the physician attempted to close the access site. A suture break occurred while attempting to tighten the knot of the first prostyle device. While attempting to use a second prostyle device, resistance was felt during insertion. Therefore, the sutures were not deployed and the use was abandoned by the physician. Manual compression was used to achieve hemostasis. The patient was hospitalized and died a few hours later due to the cardiac arrest. In the physician's opinion, the prostyle device did not cause or contribute to the patient's cardiac death there was no reported clinically significant delay in the procedure or therapy. No additional information was provided.